Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the lifestent 5f vascular stent that are cleared in the us. The pro code and 510 k number for the lifestent 5f vascular stent are identified. As the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiry date: 03/2024).

Event description:
It was reported that during the stent placement procedure, the stent was allegedly significant shortened. It was further reported that another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent 5f vascular stent that are cleared in the us. The pro code and 510 k number for the lifestent 5f vascular stent are identified in d2 and g4. H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. Investigation summary: the sample was not returned to the manufacturer for evaluation and images were not provided for review. Based on the information available the investigation is inconclusive for stent foreshortening . A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. Holding and handling of the system throughout deployment was found sufficiently described, in particular the instructions for use state: 'confirm that the introducer sheath is secure and will not move during deployment. Gently hold the stability sheath close to the introducer sheath and keep it stationary and under tension throughout deployment. Remove slack from the stent system held outside the patient. Caution: any slack in the stent system (outside the patient) could result in deploying the stent beyond the target site.', and 'hold the green stability sheath. Do not hold or touch the brown moving sheath.' In regards to pta the instructions for use state: 'pre-dilatation of the lesion with a balloon dilatation catheter is recommended.' Under required material the instructions for use state: '5f (1.67 mm) or larger introducer sheath. 0.014 inch (0.36 mm) - 0.035 inch (0.89 mm) diameter guidewire'. H10: d4 (expiry date: 03/2024), g3. H11: h6 (method). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the stent placement procedure, the stent was allegedly significant shortened. It was further reported that another device was used to complete the procedure. There was no reported patient injury.